Event description:
It was reported that after the implant ¿it leaked¿ and ¿he had to in a fix the leak¿ in (B)(6) 2013. There was ¿a little split in the catheter and he repaired that," it was not reported where the leak/split occurred along the catheter. It was unclear what medication was being delivered by the pump at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk, product type catheter; product ID 8703w, lot# j94150782, implanted: (B)(6) 1995, explanted: unk, product type catheter. (B)(4).